Event description:
It was reported that during a knee replacement surgical procedure, the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site and the event did not result in any delays to the surgery. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.